Event description:
It was reported that the patient had experienced syncope and was found on the floor. U pan interrogation the implantable cardioverter defibrillator (ICD) and !eads were found to be functioning appropriately. However. It was noted that the right atrial (ra) lead exhibited low out of range amplitude measurements. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).